Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under both breasts. The patient's nurse reported that the area was covered in blood and pus. The nurse reported that she cleaned the area and tried to use gauze. During a follow up the nurse reported that the skin irritation was healing.